Manufacturer narrative:
Corrected data: in review, it was noted that in the initial emdr report an incorrect box 'other' was inadvertently checked for the 'd3- manufacturer country' which is incorrect. Also, incorrection option 'no information' was inadvertently selected in the initial emdr report for the section 'd9- device availability'. The information for both sections have been corrected in this supplemental emdr report and the following fields were updated accordingly: section d3: country: (B)(6). Section d9: device availability: no. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing process record was evaluated, and no discrepancies were found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no additional complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted; give date: not applicable as the intraocular lens remains implanted in the patient's eye. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon just implanted and commented seeing some fragments attached to the underside of a dcb00 intraocular lens (iol) which were not present before insertion. The dcb00 lenses used, came from the trunk stock of the sales associate and have been exposed to periodic fluctuations in temp due to regular vehicle transport. The lens remains implanted. No other information was provided.